Manufacturer narrative:
The portion of the lead explanted was returned and it is waiting for product analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro dislodgement. Additional information revealed that the lead exhibited high pacing thresholds. The patient underwent surgical intervention to replace the lead. When the physician tried to take out the lead, the lead broke and one portion of the lead was left capped. No additional adverse patient effects were reported. The portion of the lead explanted was returned and it is waiting for product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching and fracture of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Dislodgement allegation was not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The high capture threshold allegation was not confirmed, based on normal segment resistance measurements.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro dislodgement. Additional information revealed that the lead exhibited high pacing thresholds. The patient underwent surgical intervention to replace the lead. When the physician tried to take out the lead, the lead broke and one portion of the lead was left capped. No additional adverse patient effects were reported. The portion of the lead explanted was returned and analyzed.